Event description:
It was reported that the customer was admitted in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was performed. It was stated that the husband attempted to change the reservoir and the reservoir was out of insulin. The time and date on the device were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. The caller stated that the drive support cap appears normal. Performed the high pressure test and passed. It was stated that the customer did not feel comfortable and requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.